Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unintended bolus was delivered overnight. The customer's blood glucose was approximately 200mg/dl. Review of the pump logs found that a bolus of 7.05 units was programmed into the pump and delivered. A 20 unit bolus was also programmed into the pump but was aborted. Customer did not remember requesting or delivering any boluses; however, acknowledged that the pump was operating as expected and continued to use the pump for insulin therapy.